Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument was returned for evaluation and the failure analysis (fa) testing was completed. The reported complaint of exposed conductor wire was replicated/confirmed. The instrument was found to have damage to the conductor wire's insulation. There was no material missing from the insulation but the conductor wire was exposed. The instrument passed the electrical continuity test. The root cause of this failure was attributed to a component failure. An additional finding not reported by the site was also identified. The instrument was found to have a damaged yaw pulley. The root cause of this finding was attributed to mishandling/misuse. As of (B)(6)2022., a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted to isi for review. A review of the device logs (attached) for the fenestrated bipolar forceps (part #470205-17 / lot/serial #(B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6)2021 via system serial #(B)(4). There were 3 uses remaining after this last usage. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage prior to the start of a da vinci-assisted surgical procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the conductor wire insulation of the fenestrated bipolar forceps (fbf) was damaged, and the conductor wire was visible. The customer replaced the fbf instrument and the procedure went on completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps (fbf) instrument was inspected prior to use with no issue noted. It was unknown if the fbf collided with any other instrument or tool. It was unknown if the fbf was inspected after the completion of the last procedure. There was no sign of thermal damage or arcing noticed on the instrument. There was no patient injury. The procedure was completed robotically.